Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'ok key inoperable' which was reproduced during testing. The reported condition was verified. The cause was determined to be a keypad failure. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inoperable ok key. The event occurred prior to clinical use. There was no patient involvement. No additional information is available.